Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses that both ruptured after implantation. In addition, the patient developed capsular contracture in both of her breasts (baker grade iii in her left breast, baker grade ii in her left breast). Bilateral rupture and bilateral capsular contracture were confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.